Event description:
During a liver cryoablation procedure, at the start of the fast thaw the patients heart rate went up to 220. The tech stopped the fast thaw and heart rate returned immediately to normal. The procedure was completed using active thaw. The patient was not injured. Normal follow up requested. All 4 needles will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle was subjected to investigative testing inclusive of in-vivo animal testing. The returned icepearl needle exhibited an intermittent electrical short between the cautery heating element and the shaft. This intermittent short during fast thaw caused interference to EKG with erroneous heart rate readings during in-vivo animal testing. The elevated heart rate reported during the procedure described in this complaint could be erroneous EKG readings caused by electrical interference during fast thaw. This conclusion is supported by the investigation of another instance of defective cautery heating element insulation, where an abnormally high heart was measured by EKG and disproved by a normal heart rate measured manually. The root cause of the event was determined to be unanticipated wear / deterioration.

Event description:
During a liver cryoablation procedure, at the start of the fast thaw the patients heart rate went up to 220. The tech stopped the fast thaw and heart rate returned immediately to normal. The procedure was completed using active thaw. The patient was not injured. Normal follow up requested. All 4 needles will be returned for investigation.